Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was exposed to moisture. The customer¿s blood glucose level was 230 mg/dl. The customer stated that the insulin pump was exposed to moisture and the display was completely blank. Customer stated when they removed the battery cap they noticed moisture in the battery compartment. It was reported that the display was blank. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with corroded battery tube and moisture damage on motor assembly.